Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage and stretching. Concomitant products: addrl1 ipg, implanted: (B)(6) 2009; 1346t lead, implanted: (B)(6) 1999. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and high impedance, and fracture was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.